Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. The patient was also implanted with a drug delivery system for non-malignant pain. The following drugs were reported to be delivered: clonidine, bupivacaine, and dilaudid. It was reported that the health care professional (hcp) wanted them to get a stimulator placed. The patient stated that they did not know what a high frequency stimulator would or would not do. It was reported that the old fashioned stimulator did not work for them. Additional information was received from the patient. It was reported that the patient had their spinal cord stimulation (scs) system explanted in 2003 because the stimulation made the pain worse. The patient noted that it never helped with the pain. The patient reported that their pain felt like it shot up to "125." No further complications are anticipated.